Manufacturer narrative:
The catalog and lot numbers were updated in the complaint file; therefore, the following fields were corrected: b2 (required intervention), b4 (date of report), d1 (brand name), d4 (change of catalog number, lot number, expiration date, UDI), f6 (date of becoming aware), f7 (follow up report), f9 (device's age) and f13.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported pain, implant mobility, bleeding, inflammation and an abscess in this patient with good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that over 1 month after the dental implant was placed in ada site 23 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported pain, implant mobility, bleeding, inflammation and an abscess in this patient with good oral hygiene.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.